Manufacturer narrative:
On (B)(6) 2023 during initial implantation surgery the device was reportedly difficult to insert. The device was incorrectly positioned in the tympanic cavity. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device will not return for analysis. A review of the device history record was completed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.